Event description:
Customer reported via email, after dinner he checked his blood glucose and it was 480 mg/dl. So he treated with and he thinks he might have miscounted the carbs as the correction was 8 to 9 units. Customer also exercised and in an hour rechecked his blood glucose and it was 530 mg/dl. Customer stated that at point he disconnected the device and performed three units of insulin and nothing came out. Customer then did a complete set change and performed a fixed prime again and insulin did exit. Customer was concerned the device didn't alarm when insulin wasn't coming out. Customer also mentioned issues with serter not releasing the sensor. Company rep attempted to reach out to the customer to father further details on the high blood glucose with no success. Customer is not returning the device to perform further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.